Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error m-02 on the erbe generator. The customer power cycled the erbe but then errors c-33 and c-00 occurred when the system powered on. The technical support engineer had the customer hard power cycle the system but the error persisted. The customer opted to perform the case laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: procedure was converted to laparoscopic before start of case (and not even attempted robotically) due to ongoing erbe error code not being resolved.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and was found to have module timeout errors resulting in erbe not working correctly. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that.